Event description:
It was reported that this right atrial (ra) lead exhibited out of range intrinsic amplitude measurements and undersensing. Further evaluation of the lead was recommended. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).